Manufacturer narrative:
Two cassettes were received for evaluation. The devices were in used condition. Visual inspection of the returned devices and the photo provided confirmed the reported event. The root cause is undetermined as the devices are 100% visually inspected prior to release. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that upon opening the package the blue closure was broken and detached. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.